Event description:
As reported by the field clinical specialist (fcs), approximately 7 years post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 valve in the native aortic position, the valve is failing due to aortic insufficiency (ai) and aortic stenosis (as). Additional information provided per valve clinical coordinator (vcc) clarifying that the reported ai is a moderate central aortic regurgitation (ar) with a mean gradient (mg) of 58mmhg and an aortic valve area (ava) of 0.41cm^2. The patient presented to the emergency room (ER) with shortness of breath (sob) and hypoxia in the 80 values. Prior to this, the patient had worsening dyspnea on exertion (doe) with minimal activity, orthopnea, chest pressure and a persistent cough. It was also reported there was a ''small, hazy echodensity on the leaflet tip, clinical correlation for infection''. The patient underwent a successful valve-in-valve procedure with a 20mm sapien 3 ultra valve. According to the provided medical records, echocardiography in (B)(6) 2023 revealed bioprosthetic aortic valve with mild regurgitation. Echocardiography was repeated in (B)(6) 2025 and revealed the bioprosthetic aortic valve was severely stenotic (ava 0.37cm^2) with moderate regurgitation, central insufficiency, and a mean gradient of 58mmhg. In addition, a "small hazy echo density in the leaflet tip" was noted, which is a clinical correlation for infection. The patient underwent bilateral thoracentesis with 900ml removed from right pleural space and 1050ml removed from the left pleural space in (B)(6) 2025. Four days later, the patient had repeated thoracentesis with 1l removed from the left pleural space. Another 6 days later, the progress note indicated the patient had a 2-week history of progressive shortness of breath, orthopnea and hypoxia with chronic cough. There was also recent chest pressure on exertion.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors might have contributed to the event, including the patient's advanced age of 80 years and history of hypertension, dyslipidemia and diabetes mellitus. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.